Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer was starting up very slowly, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the system fan and hard drive were noisy, and the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose. Concomitant medical products: product ID: 2067, radiofrequency head; product ID: 229047, analyzer. (B)(4).

Event description:
It was reported that the programmer was starting up very slowly. The recovery disk was used but it did not help. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.